Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last few weeks from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Linear st lead kit 70 cm: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.